Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had received a shock from the device and was seeking a health care facility near them so the device could be interrogated. The patient reported that the device became deregulated and wanted the device to be reviewed and regulated again. The patient was advised to seek medical attention for evaluation and to check the device. No adverse patient effects were reported. The device remains implanted and in service. No further information was available.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had received a shock from the device and was seeking a health care facility near them so the device could be interrogated. The patient reported that the device became deregulated and wanted the device to be reviewed and regulated again. The patient was advised to seek medical attention for evaluation and to check the device. No adverse patient effects were reported. The device remains implanted and in service. No further information was available. The device model/serial numbers were later obtained.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.